Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that the unicel dxi 800 access immunoassay system generated reactive hepatitis b virus surface antigen (hbsag) results for two patients' samples that were discordant to alternate sample type and an alternate method. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.